Manufacturer narrative:
Submit date: 2/20/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with an umbilical venous catheter. The customer reports uac was leaking from manufacturers hub. A patient was involved but no harm was reported. The catheter had to be removed an replaced.